Event description:
Patient reported she noticed the adhesive of the infusion set was wet with insulin. Patient stated the cannula was not fully inserted into her body; was manually inserted. Patient inserted another cannula. Infusion set has been discarded. No adverse event reported. No product to be returned.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.